Event description:
One patient sample with discrepant pth results. Sample type not provided for the third and fourth sample. Initial (plasma) pre-surgery sample gave 44.77 pg/ml. This result was questioned and the same sample was repeated twice, giving 2804 and 2545 pg/ml. A serum sample drawn previously from the patient was tested resulting around 3200 pg/ml. A third sample, also drawn previously was analyzed twice giving around 5000 pg/ml each time. A fourth sample obtained post-surgery was analyzed twice giving around 3100 pg/ml each time. Erroneous result was reported. The user indicated it is not believed the patient was adversely affected. Although a specific root cause was not determined the field service representative indicated possible cause to be a bubble in the sample. Performance tests were performed and within specification.